Event description:
Patient reported via a regulatory agency the following: "I fell on my chest and went to the emergency room and needed to have imaging taken-it was detected that at least one implant was ruptured and heavily calcified, and other implant was possibly ruptured but not confirmed because MRI was not done just a CT. Pain and capsular contracture began from two years of implantation. Rupture on left side but was not device related. This record is for the left side. The device remains implanted.

Manufacturer narrative:
Rupture is not device related.

Event description:
Patient reported via a regulatory agency the following: "I fell on my chest and went to the emergency room and needed to have imaging taken-it was detected that at least one implant was ruptured and heavily calcified, and other implant was possibly ruptured but not confirmed because MRI was not done just a CT. Pain and capsular contracture began from two years of implantation. Rupture on left side. This record is for the left side. The device remains implanted.

Manufacturer narrative:
In response to FDA report number: mw5115039, mw5115040. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, rupture.